Event description:
It was reported that the pump touchscreen was unresponsive. There was no impact to the customer¿s blood glucose. The customer was instructed to reset the pump to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.